Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).